Manufacturer narrative:
The medtronic representative that modified the suction was informed that instruments should be replaced if they will not consistently verify, and that they should not be manipulated in order to pass verification. The site has not chosen to replace/return the suspect instrument at this time.

Event description:
A medtronic ent representative reported difficulty verifying an instrument for use, prior to navigation. The medtronic representative manipulated the instrument to where it could verify. This was not in a surgical procedure; there was no patient present.

Manufacturer narrative:
Lot number, or serial number not available at time of this report. Return of suspect part is not expected. Device manufacture date is dependent on lot number, or serial number, and not available at this time. The suspect device is not expected to be returned to manufacturer for evaluation.

Manufacturer narrative:
Original lot # reported on follow up #1 was incorrect. Lot number now corrected.manufacture date now provided.

Manufacturer narrative:
Lot # now provided. Manufacture date has been requested, but is not available at this time.